Event description:
Customer reported being hospitalized for chest pains and dka. Customer stated that the pump was dropped and immediately the pump showed a blank display. During troubleshooting, the pump failed to alarm no delivery during high pressure test.